Manufacturer narrative:
(B)(6). The broken screw was discovered on (B)(6) 2015; it is unknown when the screw broke. This report is for four unknown locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown month and day in 2006. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a 4.5mm locking compression plate (lcp) curved condylar plate, 10 hole, left was implanted in 2006 to treat a supracondylar femur fracture. Device performed as intended and patient healed from that injury as planned. In 2015, patient presented with an intertrochanteric/subtrochanteric femur fracture of the left hip. The plan of action was to remove the five (5) proximal most screws in the condylar plate (four 5.0mm locking screws and one 4.5mm cortex screw) and insert a 235mm left trochanteric fixation nail - advance (tfna) to treat the current fracture. During the first phase of the procedure (hardware removal) the 4.5mm cortex screw was discovered to be broken below the level of the plate. The surgeon could not retrieve the screw shaft fragment through the lcp hole of the plate so a midas rex device was used to cut the plate through the ninth screw hole in order to provide clearance to retrieve the broken screw. Surgery time extended forty-five (45) minutes due to screw breakage and procedure used to explant fragments. After shaft of the cortex screw was explanted, the procedure to stabilize the it/subtrochanteric fracture proceeded as planned. This report is for four unknown locking screws. This is report 3 of 3 for (B)(4).